Event description:
It was reported through an online obituary that the patient had passed away. A review of device history records for the generator and lead showed that all quality tests were passed prior to distribution. No additional pertinent information has been received to date.

Event description:
Communication with the patient¿s servicing funeral home showed that the patient¿s preparation was a burial. Per their process, they do not remove devices unless they have a family authorization. In this case, they did not have record regarding an authorization, so the vns was likely not removed. No additional pertinent information has been received to date.